Event description:
ICD generator was replaced on (B) (6) 2008 due to battery depletion, ventricular lead fracture. Based on a remote device eval cia carelink, it was determined earlier this week that his ventricular lead sustained a fracture in the pace/sense electrode in mid november resulting in inappropriate tachyarrhythmia detection fortunately without device therapy.